Manufacturer narrative:
The lot number was not provided by the reporter. The product was returned to the company but had not been returned to the plant therefore had not been evaluated by the plant at the time of this report.

Event description:
Brush head wobbled and fell off in mouth [device connection issue] a small part of white plastic with short metal rpd that fell out of the brush head that fell off the brush [device breakage] no adverse effect [no adverse event]. Case description: a male consumer reported that when using an oral-b vitality series toothbrush with an oral-b precision clean brushhead, the brush head wobbled and fell off in mouth. A small part of white plastic with a short metal rod fell out of the brush head that fell out of the brush. He has used these devices for years. No symptoms developed. The product was returned to the company.